Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was off by a few minutes; cause was unknown. Customer's blood glucose level was 84 mg/dl. Tandem technical support assisted the customer in correcting the pump's time setting.